Manufacturer narrative:
The long bipolar grasper instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken main tube at the proximal clevis. The component is broken and there may be missing material, but the size of the missing pieces cannot be confirmed. As result of the break, the proximal clevis was dislodged from the main tube. The dislodged proximal clevis was still attached to the main tube. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments.

Event description:
It was reported that during central processing, the long bipolar grasper was defective. The procedure was aborted - no patient involvement with no reported injury.